Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd ultra-fine¿ pen needles broke off into the patient's leg and caused the areas to swell. The patient was directed to contact their doctor, but no further information was presented. The following information was provided by the initial reporter: "2 needles have probably broken off from the holder and are still stuck in the patient's leg according to information from xxx. Xxx. Update (05 jan 2023): the patient told me that she had injected 2x in two different places and 2x the needles were broken. The areas were slightly swollen. ... I told her to please contact her doctor."

Event description:
It was reported that 2 bd ultra-fine¿ pen needles broke off into the patient's leg and caused the areas to swell. The patient was directed to contact their doctor, but no further information was presented. The following information was provided by the initial reporter: "2 needles have probably broken off from the holder and are still stuck in the patient's leg according to information from xxx. Xxx. Update (05 jan 2023): the patient told me that she had injected 2x in two different places and 2x the needles were broken. The areas were slightly swollen. I told her to please contact her doctor."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.